Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had an issue. The silicone tip broke off and fell into the patient, but they were able to retrieve it. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # 252741 updated section: g4, g7, h2 h3, h6, h10 the device was returned to the factory for evaluation on 21nov2019. An investigation was conducted on 16dec2019. There were signs of clinical use on the jaws. Blood and charred tissue was observed on the heater wire. The heater wire was observed to be completely flexed away from the hot jaw, remaining attached at the base. The silicone insulation on the cold jaw was observed to be peeled off half way. No visual defects were observed. Based on the returned condition of the device, both the reported failure "peeled jaw" and the analyzed failure "material twisted/ bent wire" were confirmed. Specific actions for the reported and analyzed failure modes are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had an issue. The silicone tip broke off and fell into the patient, but they were able to retrieve it. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had an issue. The silicone tip broke off and fell into the patient, but they were able to retrieve it. A replacement device was used to complete the procedure. The hospital did not report any patient effects.